Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 250 mg/dl. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
Device not returned.